Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device was previously serviced for the reported condition of "c.009 accuracy - underinfusion - unknown". During previous service on (B)(6) 2006 for "under infusion" the pump head module assembly was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "set at 20ml and pumps 17ml per hour" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that was under infusing, set at 20 ml and pumps 17 ml per hour. This condition was found in the biomed department during biomed testing. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.